Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer has been experiencing high blood glucose. The customer's blood glucose ranged between 600mg/dl-705mg/dl. The customer treated with pump and manual injections. The customer's current blood glucose was 149mg/dl. The customer reported insulin exited at the quick release. Customer wishes to perform high pressure test, but does not have tubing clamps. The customer was advised to change entire set, reservoir, insulin and treat per health care provider instructions. Also, the customer was advised to call back then tubing clamps are received to perform testing. The customer called back to troubleshoot. The customer was still experiencing high blood glucose, 242mg/dl-500mg/dl. Assisted with performing high pressure test and passed. The customer was advised to follow up with health care provider concerning high blood glucose.